Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The device was returned for analysis. The cause of infection could not be determined. Visual testing and device interrogation was normal.

Manufacturer narrative:
An event of infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a localized infection and the device was explanted. The patient had no additional adverse consequences.